Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) tried to reboot the analyzer without success and with no light flashing on the internal hub. The fse also observed mixer errors. The fse replaced the internal hub and the ultra sonic mixer (usm). No further issues were reported after the service visit. The root cause of the event was found to be consistent with an aging usm component.

Event description:
There was an allegation of questionable crpl3 c-reactive protein gen.3 results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial crpl3 result was <1 mmol/l. The repeat result was 300 mmol/l.